Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error while attempting to deliver a bolus. The patient's blood glucose at the time of incident was 83 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was sweating a lot but does not recall the pump getting wet. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. No products were returned or shipped.